Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted call service alarm cs 088, and the display screen went blank after the pump was rebooted to clear the alarm. The pump battery was changed to a new one, and the pump emitted audible tones; however, the display screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: testing confirmed issue in history but was not able to reproduce it during investigation. One alarm observed in the black box on the reported failure date of 02/04/2014 .time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated.the pump was opened for further investigation. No moisture corrosion was observed on watch dog or printed circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.